Event description:
It was reported that the patient presented in clinic for follow-up. A device interrogation found that the patient's right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition and noise reversion. A chest x-ray was performed and discovered the rv lead had a change of lead slack. Programming changes were made. The patient was stable throughout.